Manufacturer narrative:
The insulin pump alarmed during displacement test due to motor with high currents draw; unable to perform self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and off no power test due to a33 alarm. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed compromised force sensor system. The customer stated the insulin is squirting out during the manual prime process. The customer stated they are unable to exit the preparing to prime loop. Customer stated the rewind message occurred after an alarm/alert. They are stuck in rewind complete/bolus delivery loop. Advised customer the insulin pump will be replaced. The customer's blood glucose was unknown.